Event description:
The customer's nurse stated that the customer was hospitalized due to diabetic ketoacidosis. The reported blood glucose reading read high. It was found that the customer was wearing the insulin pump at the time of the event; however, she stopped using it before she left the hospital. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as not product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.